Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 19, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - corrected lot number). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H6 (identification of evaluation codes 4114, 4245, 4308). Method code: 4114 - device not returned. Results code: 4245 - packaging contains incorrect device. Conclusions code: 4308 - cause traced to transport/storage. The customer service manager confirmed that this issue was a result of an order entry error by customer service. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the incorrect product was received. The order was placed for 3cx*fx25re40c and the product received was 3cx*fx25rw40c. No patient involvement as this occurred out of box.